Manufacturer narrative:
It was reported that a blood leakage occurred during transport of the patient. The failure occurred during treatment. The leak is coming from near the connection point to the cardiohelp device. Due to bad patient condition the flow had to be increased which lead to a higher blood leak. The set was primed shortly before the connection to the patient on 2025-05-19. A blood transfusion was not necessarily due to the leak. The hls set was replaced during treatment. No harm to any person has been reported. As there was a blood leakage during treatment and consequently the hls set was replaced, a report is required. The affected product was investigated by the getinge laboratory on 2025-08-20 with following conclusion: the failure could not be confirmed. During visual inspection it was observed that a third party venous sampling line was used and no deviations or cracks were found on the hls set. There was no leakage during functional testing. The most probable root cause could be a not tight enough connection between the luer lock of the module and the third party venous sampling line of the customer. As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ it is stated to not modify the device with third party articles. Modifications to the device can result in serious injuries or death of the patient. The production records of the affected product were reviewed on 2025-07-28. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "leakage" could not be confirmed. This complaint was found in the database of customer complaints for the hls set as a single event (timeframe from 2024-05-20 till 2025-05-20) the customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the hls set.the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in germany during treatment. It was reported that a blood leakage occurred during transport of the patient. The leak is coming from near the connection point to the cardiohelp device. Due to bad patient condition the flow had to be increased which lead to a higher blood leak. The set was primed shortly before the connection to the patient on 2025-05-19. Following patient data was received: age 43 years, sex male, weight 130 kg, height 190cm. A blood transfusion was not necessarily due to the leak. The hls set was replaced during treatment. No harm to any person has been reported. As there was a blood leakage during treatment and consequently the hls set was replaced, a report is required. Complaint ID# (B)(4).